Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer indicated that discrepant results for sodium, potassium and calcium were generated by the architect c4000 analyzer. The customer determined the issue was related to inappropriate specimen handling, especially with samples received from external sites. To address the issue the customer is now requiring any specimen that is half full in slanted gel tubes will be poured off and they are trying to get all satellite labs to purchase non slanting centrifuges. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the ict sample diluent and calcium assay package inserts were reviewed and were found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Event description:
The customer stated that the architect c4000 analyzer generated discrepant sodium, potassium and calcium results on several patients. ID (B)(6) from (B)(6) 2014 . Sodium initial result of < 103 mmol/l with a repeat of <103 mmol/l. Repeat after spinning 142 mmol/l. Potassium initial result of 2.7 mmol/l with a repeat of 2.05 mmol/l. Repeat after spinning 3.9 mmol/l. Calcium initial result of 6.3 mg/dl with a repeat of 4.8 mg/dl. Repeat after spinning 10.1 mg/dl. ID (B)(6) from (B)(6) 2014 . Sodium initial result of 109.5 mmol/l with a repeat of 136.8 mmol/l. ID (B)(6) from (B)(6) 2014. Sodium initial result of <103 mmol/l with a repeat of 143 mmol/l on the same analyzer and 144 mmol/l on a second analyzer. ID (B)(6) from (B)(6) 2014 . Sodium initial result of 107 mmol/l with a repeat of 141 mmol/l on a second analyzer. ID (B)(6) from (B)(6) 2014. Potassium initial result of 8.71 mmol/l with a repeat of 8.75 mmol/l on another analyzer. A redrawn sample generated a result of 3.95 mmol/l. ID (B)(6) from (B)(6) 2014. Sodium initial result of 104 mmol/l on a plasma sample with a repeat of 144 mmol/l on the same analyzer and 143 mmol/l on a serum sample on a second analyzer. ID (B)(6) from (B)(6) 2014. Sodium initial result of 116 mmol/l on a plasma sample with a repeat of 140 mmol/l on the same analyzer and 139 mmol/l on a serum sample on a second analyzer. There was no report of impact to patient management.